Event description:
Reportedly, the patient felt electrical shocks. During the follow-up performed on (B)(6) 2016, inappropriate shocks were confirmed.

Event description:
Reportedly, the patient felt electrical shocks. During the follow-up performed on (B)(6) 2016, inappropriate shocks were confirmed.